Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. He stated that he had been laying on his back and was not sure how it occurred. He also stated he had been in the pool and had the insulin pump with him, but that he did not expose it to water. The blood glucose reading was 129 mg/dl. Nothing further was reported.